Event description:
The customer's wife reported via phone call that the customer was going to do a bolus but the numbers were scrolling non-stop. Customer's blood glucose was 73 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.